Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A device history review (DHR) associated with lot 25k030av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Withdrawal difficulty from vessel, strut separation, and marker dislodged-in patient are known potential complications of the embotrap iii revascularization device. Difficulty in withdrawing the device through vessel requiring increased force could result in vessel trauma, vessel spasm, damage to the basket with the potential for release of emboli and subsequent ischemia or infarct and/or the need for additional intervention. Separation of the strut can lead to vessel damage, embolization, ischemia or infarct, and/or the need for additional intervention. A dislodged marker (s) could embolize with the potential for ischemia or infarct. There are clinical and procedural factors, including clot characteristics (i.e., heavily calcified thrombus), device interaction, and operator technique, that may have contributed to the reported event, rather than a manufacturing or design issue. It is important to note that the instructions for use (IFU) states that the embotrap iii device should not be deployed in calcified lesions; the use of stent-retrievers in the removal of thrombus due to atherosclerotic lesions has not been evaluated and therefore the use of embotrap¿ iii in such lesions is not recommended. Although there were no reports of vessel injury or identifiable patient harm, the thrombus and the device fragments remained in the patient due to inability to retrieve. The retained fragments have reasonable potential to cause or contribute to patient injury, such as thromboembolic propagation and/or restricted blood flow. The severity of this event remains unknown. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Per the additional information received on (B)(6) 2026, it was disclosed that the patient¿s post-procedural condition was largely unchanged from baseline, with slight improvement in symptoms noted. Therefore, imdrf clinical symptoms code was updated to ¿no signs, symptoms or patient involvement.¿ it was also reported that additional passes were made in an attempt to retrieve the thrombus and device fragment, resulting in a total of nine passes during the procedure. Therefore, imdrf health impact code: ¿modified surgical procedure¿ was added to the file. No further changes were required. The event remains reportable to the usfda. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an embotrap iii 5 mm x 22 mm (et307522/ 25k030av) revascularization device was used for a mechanical thrombectomy procedure. The target lesion was heavily calcified making it difficult to retrieve. After several unsuccessful retrieval attempts, the physician tried the combination of red 72 reperfusion catheter (penumbra) and embotrap iii device. The stent retriever was pulled towards the aspiration catheter until resistance was felt and then it was attempted to retrieve the entire system. Tension built up during this process. After a short time, the system was able to be retrieved. Subsequent images show that a radiopaque marker and a strut remained attached to the thrombus. The thrombus and the device fragments could not be retrieved. The patient¿s post-procedural status is unknown. The event was initially reported as such, ¿we had a patient with a heavily calcified thrombus who was difficult to retrieve. After several frustrating attempts, I tried the combination of red 72 and embotrap iii (5x22, lot: 25k030av). I pulled the stent retriever towards the aspiration catheter until I felt resistance and then attempted to retrieve the entire system. Tension built up during this process. After a short time, the system could be retrieved. Subsequent images show that a radiopaque marker and a strude remained attached to the thrombus. The thrombus and the device fragments could not be retrieved. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.¿ on (B)(6) 2026, the cerenovus team held a meeting with the reporting physician as part of the follow-up investigation process. Summary of the information provided: the physician reported that the patient was of advanced age with multiple comorbidities and suffered from an acute occlusion at the m2 segment of the middle cerebral artery (mca). The treating physician acknowledged the elevated procedural risks associated with retrieval of a heavily calcified thrombus; however, it was determined that the potential benefits of intervention outweighed the anticipated risks. Three attempts were performed using a direct aspiration device alone (red 72 reperfusion catheter; penumbra), all of which were unsuccessful. A fourth attempt was made using combined technique (embotrap iii & red 72 reperfusion catheter). During retrieval of the system, resistance was encountered; this resistance subsequently resolved, and the devices were withdrawn. At this stage, imaging confirmed that the thrombus remained in situ, with a radiopaque marker and device fragments also visualized. Multiple attempts were made to retrieve the thrombus and device fragments; however, these efforts were unsuccessful. A total of nine retrieval attempts were made. The thrombus and device fragment remains in the patient. The patient¿s post-procedural condition was largely unchanged from baseline, with slight improvement in symptoms noted. The treating physician acknowledged the device warnings and noted that, in these challenging situations, device separation may occur as a result of the interaction between the stent retriever and a calcified thrombus. The attached medical imaging was reviewed by cerenovus medical safety officer on (B)(6) 2026. The assessment reads as follows: "the supplied images show a calcified thrombus in the right m2 region, subsequent angiographic images show what appears to be a radio-opaque marker and strands of retained stent retriever as described. The case was discussed with the treating physician on (B)(6) 2026, and the details of the case were confirmed. The device has been returned for further analysis, the IFU does contain a warning against use in calcified thrombus situations. The treating physician felt the use of the device was indicated given the potential benefit of thrombectomy in acute occlusion. Further information may be available after analysis of the returned device. It is likely based on current information and imaging that the device separated in contact with the calcified thrombus". Additional information was received on 23-mar-2026. Summary: per the information provided, the event date was (B)(6) 2026. The embotrap device made a total of three passes; on the third attempt, the device separation occurred. Excessive force was not applied to the device prior to the separation. The pre and post procedure tici value was 2a / 2a ¿ occlusion at same location pre and post intervention. There was no evidence of vessel damage or thromboembolism. Regarding whether the patient experience new or worsening neurological deterioration, or need for advanced or prolonged care after the procedure, it was reported, ¿yes, but most likely not device / problem related, other than the persistent occlusion.¿ the patient¿s current status was reported as ¿nihss 14¿ (indicated moderate stroke symptoms). No additional interventions are planned.